Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 500 mg/dl at the time of incident. Customer treated with insulin pump. Troubleshooting was declined for high blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
The test (B)(4) battery was removed from the battery compartment and reinserted after sixty seconds, less than 10 minutes, and more than ten minutes. Device powered up properly after insertion of the battery. No unexpected post-reset ram crc alarm noted during testing. Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No hardware low level failures error noted during testing or found in the formatted history file. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions, insulin flow blocked alarm, failed battery test, low battery life or low battery alert noted during testing. However, device failed the active current measurement and sleep current measurement due to moisture damage found on the electronic assembly. Also, confirmed power error due to j6 connector resistance issue. Moisture damage on the motor assembly and force sensor also noted during visual inspection.